Manufacturer narrative:
The affected device was returned and evaluated. Our investigation included an attempt to perform a dimensional inspection of the device; however several attributes were deformed and could not be accurately measured. The device was analyzed by our research and development team. There was damage on the distal surface of the insert. This damage on the posterior surface of the insert most likely indicates that it was riding on top of the tibial base plate. The anterior lock showed deformation of the lock upwards, which indicates that the insert may have never fully seated

Event description:
Revision surgery was performed. The cause is unknown.